Event description:
The report received from the medical affairs indicated that a patient underwent stenting approximately 2 years post index procedure; pneumonia and underwent triple bypass surgery approximately 4 years post index procedure. Consumer reported to have had two cypher stents implanted in unknown leg due to a blockage on (B)(6) 2006. In 2008, the patient had an unknown event and had an unspecified stent implanted in an unknown artery as a treatment. Treatment also included asa and plavix. Then four years post stent implantation, consumer reported wasn't feeling well and went to the emergency room. Unspecified testing diagnosed pneumonia. Treatment for pneumonia is unknown. Consumer had additional unspecified testing while hospitalized which diagnosed blockages in the heart and triple bypass surgery was performed as a treatment. Treatment also included simvastatin. No additional information is available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00529 and 3003742446-2012-00530.

Manufacturer narrative:
Complaint conclusion: the report received from the medical affairs indicated that a patient underwent stenting approximately 2 years post index procedure; pneumonia and triple bypass surgery approximately 4 years post index procedure. Consumer reported two cypher stents implanted in unknown vessel due to a blockage on (B)(6) 2006. This is a (B)(6) female with no medical history reported. In 2008, the patient had an unknown event and had an unspecified stent implanted in an unknown artery as a treatment. Treatment also included asa and plavix. Then four years post stent implantation, consumer reported wasn't feeling well and went to the emergency room. Unspecified testing diagnosed pneumonia. Treatment for pneumonia is unknown. Consumer had additional unspecified testing while hospitalized which diagnosed blockages in the heart and triple bypass surgery was performed as a treatment. Treatment also included simvastatin. No additional information is available. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot a0306066 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. It is not possible to evaluate possible contributing factors with the limited information available. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00529 and 3003742446-2012-00530.